Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the product was sent in for preventative maintenance only. There was no harm or injury to patient as there was no patient involvement. The rpms were in specification. The control bar was in the correct position. The calibration was out at the 0, 4, and 12 reading. The thickness control and throttle lever were loose. The master width plate check failed due to the head having damage. Due diligence is complete, no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification, the control bar was in the correct position, the calibration was out at the 0, 4, and 12 reading, the thickness control and throttle lever were loose, and the width plate check failed due to the machine head having damage. The motor, bearings, thickness control shaft, thickness control lever, machine head, calibration components and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.